Event description:
N/a

Manufacturer narrative:
Updated fields; b4, g4, g7, h2, h10, h11. Corrected fields: h6 (health effect-impact codes).

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions). Additional information poc: (B)(6). The distributor's field service engineer (fse) was dispatched to evaluate the iabp unit. The fse advised that the issue was the power supply failure. Unit could be turned on but the battery turns off after displaying low battery. The end user transferred the equipment to another location. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
It was reported that during a routine check the battery of the cs100 intra-aortic balloon pump (iabp) would not charge. The customer confirmed that the power supply was connected correctly, however the battery could not be charged. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The distributor's field service engineer (fse) was dispatched to evaluate the iabp unit. The fse advised that the issue was the power supply failure. Unit could be turned on but the battery turns off after displaying low battery. The end user transferred the equipment to another location. A supplemental report will be submitted upon completion of our investigation.